Event description:
It was reported that a et45g was used during a wedge resection. It was reported by the affiliate that the surgeon fired and did fire correctly. Instrument was reloaded and did not fire properly the second time. Cartridge is still within jaws. A second instrument was used to complete the case. There was no consequence to the pt.